Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred post 4th lumbar vertebra was resectioning and device installation in a patient diagnosed with vertebral fracture due to an accident. It was reported that on the day of the operation, the implant position was checked under the c arm, and the final conclusion and wound closure/surgical incision closure was done. The patient recovered after the procedure and due to an intellectual disability, he walked around without hearing the physician's instructions. The physician obtained an x-ray afterwards and confirmed that the implant had shifted slightly to one side in the front view. Furthermore, the angle of the adjustable side seemed to be slightly different from after the surgery. The patient has been discharged. If the implant moves further, a reoperation is also being considered. No allegation with the end cap itself, and it is not confirmed that it has come off from the centerpiece itself. There was no patient symptom reported. There were no further complications reported regarding the event.